Event description:
Pt had spine instrumentation and fusion of right thoracic scoliosis in 2001. In 03/2002 the pt felt a snap in back. X-rays in 03/2002 showed disconnection of upper hook on right and subsequently low hook also. Repeat surgery done in 2002.